Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the corner of multiple cartridges were "melted". Reportedly, the pump was not exposed to extreme heat or chemicals and no temperature alarms occurred. The customer does wipe the pump down with alcohol swabs. The customer changed the cartridge to address the event. The customer's blood glucose (bg) level was 250 mg/dl with mild ketones and the bg level was addressed with a bolus via the pump or a manual injection. The customer drank water and administered a manual injection to lower ketone level.